Manufacturer narrative:
(B)(4): method - device was not returned for evaluation. Conclusion - no additional evaluation was conducted and the clinical information on the event was limited to enable informed conclusions on the adverse event. The device is a synthetic device made from ptfe. Adhesion formation is a documented anticipated risk associated with synthetic devices. The risk is documented by the manufacturer in the design fmea and also the product insert - instructions for use.

Event description:
The female patient, aged in her (B)(6), had open appendisectomy carried out. Following laparoscopic incisional hernia repair, the device (motifmesh) had adhered to the small bowel of the patient. Removal of the mesh from the bowel was not possible. The small bowel and the mesh was resected in one block. The rest of the patients intestines were reviewed and found to be functioning as normal. Histology of the removed bowel was conducted and was found to be normal. The patient recovered well and was discharged from hospital within a normal recovery period.